Event description:
Hcp reports the patient indicated via phone consultation they were experiencing signs of infection including fever, redness and pain. The date of onset was reported as 2006 when the patient presented for follow-up three months after system implant 3 mos earlier in 2006. The report indicates the patient received oral perioperative antibiotics prior to the surgical implant procedure and the patient does not have meningitis. It is unknown if cultures were obtained at the time of the reported infection. Treatments instituted for the infection include both IV and oral antibiotics and total device system explant was realized. The report shows the primary location of the infection was unknown. The product has not been returned to the manufacturer for analysis. The hcp reported the infection has resolved.